Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their automated external defibrillator (AED)'s active status indicator (asi) was flashing red and displaying a "battery low" warning. During troubleshooting, the device would not power on. They reported that this did not occur during patient use.